Event description:
A malfunction alarm was reported by the customer, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump and successfully performed the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any further issues arose.